Event description:
It was reported via repair work order that the foot section assembly would not latch due to broken locking mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.